Event description:
It was reported that this lead was an attempted implant. During the procedure, it was not possible to place the lead in the desired location. The lead helix could not penetrate the septum (difficult to extend), and the helix broke in the process. Subsequently, when trying to remove the lead, difficulty was encountered due to the presence of tissue in the helix. It was possible to remove the lead, and it was exchanged to complete the procedure. The lead is expected to be returned. No adverse patient effects were reported.